Event description:
Reporter indicated that after undergoing vns therapy system implantation surgery the patient was experiencing hoarseness, pulling sensation and pain in the neck and that as a result of the pain, the patient remained in the hospital and additional three nights. Device stimulation was not initiated. The patient underwent revision surgery in which the generator was moved from the axillia to the chest area. No revision within the neck area was done. Patient's device was programmed on the next day. Device reported as originally implanted in the axilla region by the physician, resulting in the reported issues. The subsequent surgery performed by the surgeon resolved the issues.